Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Lot number was not reported; however, potential lot numbers were provided, 5066924 & 5090154.

Event description:
It is reported broken luer lock tip. Event description: as per account, a bd 20 ml syringe (model #302830) containing daratumumab for subcutaneous administration broke at the luer lock tip prior to administration in the xxx. This occurred during standard use while the nurse connected the syringe to the bd phaseal closed system transfer device (cstd). As the male phaseal locked into the female connector, until the typical "click" was heard, the syringe tip snapped. Immediate containment actions were taken by the nurse and there was no drug exposure to staff or patients. Potentially impacted lots (5066924, 5090154).

Manufacturer narrative:
(B)(4). Follow up it was reported that the luer lock tip broke prior to administration. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, three photographs were provided and reviewed by the quality team. The images depicted a packaging blister top web labeled with lot number 5066924, a phaseal connector with a fragment of a syringe barrel luer lok, and a syringe barrel with the luer lok visibly broken off. No additional defects or irregularities were observed in the provided images. A device history record (DHR) review was completed for material number 302830, covering the potentially associated lot numbers 5066924 and 5090154. The review did not identify any quality issues during the manufacturing processes of these lots that could have contributed to the reported condition. Additionally, no related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for these lots. Based on the photographic evidence, the reported issue has been confirmed. However, due to the absence of the physical sample, a definitive root cause could not be determined.